Event description:
It was reported that the pump stopped 30 minutes early. The patient experienced a fall and no intervention or treatment was required as result of the fall.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: model number, catalog number, serial number, UDI, g5, and h4 are unknown d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(4).